Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a charging issue in which the ilet pump did not charge on the wireless charging pad despite correct placement and an illuminated status light, and the user was instructed to plug the charging pad directly into a wall outlet rather than a power strip. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Customer care provided basic troubleshooting and user education regarding correct charging setup. Investigation of this case revealed a suspected power supply or connection issue related to use of a power strip rather than a wall outlet, consistent with a charging system malfunction isolated to the charging pad or its power source. It was concluded, based on established findings for similar reports, that the cause was likely user setup and external power configuration.